Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, the patient received one inappropriate treatment from the lifevest. At 21:43:06, the patient received the treatment. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact. The post-shock rhythm was one sinus beat with nsvt transitioning to idioventricular rhythm at 20 bpm with nsvt. Per review of the patient's continuous ECG recordings, the patient was in an idioventricular rhythm at 30 bpm with CPR/motion artifact. The rhythm then degraded to asystole with CPR/motion artifact. The rhythm then transitioned to an idioventricular rhythm at 60 bpm with motion artifact with electrode lead fall off. The rhythm then degrades again to asystole from approximately 21:44:29 until the device shutdown at 23:01:02. CPR/motion artifact, oversensing of low amplitude cardiac signal, and nsvt contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately.